Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for a thoraco-abdominal aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and gore® tag® conformable thoracic stent graft with active control (ctag). The tapered ctag (tgm453715) was placed first, proximal to the celiac. The tambe was then placed inside the tapered ctag. A tgm262610 was then used to extend into the abdominal aorta, and a tgm 454510 was placed relining the overlap between the tambe and the taper. All of the devices were placed successfully. However, attempts to repair axillary access damage, and difficulty removing the 24fr dsf meant that the procedure took 4 hours total. After the patient woke up the evening of (B)(6), she reported lost feeling in her legs. A spinal drain was placed. It was noted that the total treatment length was 28cm. The aorta proximal to the tambe device was aneurysmal, and there was a planned procedure to repair that aorta.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending further investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Corrected h.6. Type of investigation from b14 to b22. Corrected h.6. Investigation findings from c19 to c20.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
H.6. Investigation conclusions code updated to d14. After further review, there is no reason to believe that this device caused or contributed to the reported event. Therefore, this report is being retracted.